Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history record did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.

Event description:
The patient was revised because of poly wear.